Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a stereotactic breast biopsy, no any cutter action and no samples returned to the sample chamber. The doctor aborted the case and the patient will return within the next two weeks.